Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated a damaged insulation at 31 cm and 33 cm distal to the is-1 connector pin. In these sections, the lead body was found squeezed and deformed and the outer conductor coil was found fractured. In between approx. 2 cm of the insulation body and of the outer coil were missing. These findings can be considered as the root cause for the observed impedances over 3000 ohms mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Sorin reported that this lead was removed due to high thresholds of over 3000 ohms.